Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide after a hepatic artery embolism procedure using a 5f sheath. Reportedly, all deployed through plunger removal. As the blue suture end was held and the link end was pulled, the link broke. The whole suture and knot came unraveled. Bleeding increased and a hematoma was noticed via ultrasound. Manual compression was applied yet additional assistance was required. A femostop was able to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage, hematoma are listed in the proglide instructions for use (IFU), as potential adverse events associated with the use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.